Manufacturer narrative:
On 2nd june 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Raw sensor data analysis showed significantly depressed signal and reference channel values since insertion on (B)(6) 2025, and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel.dms data analysis shows that by closure of this complaint, the user is still using the sensor. A review of data from around 22nd june 2025 confirmed a good agreement between sg and bg values. B4. Date of this report 31 august 2025. G3. Date received by the manufacturer? 31 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value a. (B)(6) 2025 5,4mmol/l 2,8mmol/l. The case was escalated to next level support where a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.